Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation e1 event site name full name is (B)(6) medical center.

Event description:
It was reported during preventative maintenance, the cardiosave intra-aortic balloon pump (iabp) unit upper display no longer functioning. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d8, d9 device available for eval, return to manufacture date, g3, g6, h2, h3, h4, h6 type of investigation, investigation findings, investigation conclusions, component code, h11 corrected fields: g1 contact person mfg site a getinge field service engineer fse replaced the display assembly to resolve the issue. Ran all the tests in accordance to the manufacturer's specifications. All tests are within range. There was no patient involvement and no harm reported. Unit returned for clinical use.

Manufacturer narrative:
Updated field- b4, g3, g6, h2, h6- component codes and investigation conclusions, h11 corrected field- d9 return to manufacture date. A getinge fse replaced the display assembly to resolve the issue. Fse also replaced seal display, label ID, cardiosave hybrid label, upper inside badge, screw and display hinge as part of pm. Ran all the tests in accordance with manufacture's specification. All tests are within range. Unit returned for clinical use.the fat analysis performed a visual inspection and found that the top lcd screen is broken on the right side. Due to the broken top lcd screen, it cannot be installed and investigated any further.